Event description:
It was reported that the system 9900 had problems with vertical lift which limited functionality. It was further reported that there were issues with the collimator action and the transfer of image data. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction were verified. It was determined that the 24 v power supply was defective causing the vertical lift issues. It was replaced. The fluoro function board was replaced to correct the collimator issues and software settings were reviewed and corrected for the image transfer issues. The system was tested and found to be working as intended and placed back into service.